Event description:
It was reported that the customer received a blank display as well as a battery out limit while trying to rewind. It was also reported that the customer received a manual injection. Customer's blood glucose level at the time 400mg/dl. Advised insulin pump would be replaced. No additional information is provided.